Event description:
It was reported to our country manager in (B)(4) from a vns programming physician that their handheld computer was not holding a charge and not consistently completing interrogations. Trouble shooting was performed at the site and determined that there was a loose connection at the serial cable connecting the handheld computer with the wand. The event was duplicated on a demo generator there were communication problems and, when the serial cable was moved slightly the issue was resolved. The serial cable is at the manufacturer pending completion of product analysis.